Event description:
Event description guidant received information that, after 1 year in service, the battery monitoring voltage status for this implantable cardioverter defibrillator (ICD) is only 2.64 v. It was reported that the pacing is in mode 2 and that the device remains implanted. It was further noted that a memory dump was performed and would be forwarded to guidant for further analysis.